Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review was not possible as the lot number was not reported. Reference (B)(4).

Manufacturer narrative:
Model: sfr2-6-30 lot: n/a dom: n/a exp: n/a, model: sfr2-4-20 lot: n/a dom: n/a exp: n/a. The lot numbers were not reported. Attempts were made to obtain the information without success. (B)(4).

Event description:
Information received from (B)(6). Medtronic (covidien) received information regarding a death involving one of its devices. On (B)(6) 2015, it was reported the patient experienced a stroke and was treated on the same day. Patient did not receive any IV-tpa (intravenous tissue plasminogen activator) because the patient was anti-coagulated. The patient received additional therapy after the solitaire device. The therapy consisted of another mechanical device. The patient was discharged on (B)(4) 2015 to a hospice. The patient expired at the hospice (date unspecified).